Event description:
The customer reported an unspecified lead set failure during a pt event. The involved pt died. The date of the death is not yet known. There is no info about the relationship between the device behavior and the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported an unspecified leadset failure during a pt event. The involved pt died. The date of the death is not yet known. There is no info about the relationship between the device behavior and the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.